Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The pump was cracked and chipped on both front corners of the top case. The pump was also cracked on the right plunger case and bottom case. The reported primary audible alarm was evidenced in the event history log (ehl). The error was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure. The investigator also glued the j9 connector (i.e. Fully seated and properly glued the three surfaces on both sides).

Event description:
It was reported that the device exhibited a primary audible alarm. The alarm was produced after the infusion had ended. This product problem did not cause or contribute to any adverse patient health effects. The end user ran a 10-minute, 50 ml test, and the pump passed with no alarm error. The connectors were then glued, and an audio test was conducted. The pump passed this test without issue. A display test, keypad and digital sensor test, were also conducted. The pump passed these tests as well.